Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was treated for peritonitis with ceftazidime (1g per day, route not reported). Three days after onset, the patient was hospitalized for the peritonitis and on the same day, the ceftazidime therapy was discontinued and the patient was treated with gentamicin (intraperitoneally, 40 mg per day, specific for acinetobacter). Two days after being admitted to the hospital, the patient was discharged. At the time of this report, treatment with gentamicin was ongoing, the peritonitis was resolving, the patient was recovering, and physioneal/extraneal therapies were ongoing. No additional information is available at this time. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).